Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6). The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient experienced discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was repositioned to address the issue.